Event description:
Same case as: MDR ID 2134265-2013-06670, 2134265-2013-06673 and 2134265-2013-07228. It was reported that the burr became stuck in the lesion and a perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 325cm rotawire, a 1.25mm rotalink burr and a rotablator advancer were selected to treat the lesion in conjunction with the rotablator console. During the procedure, it was noted they were unable to attain the desired rpms and the device kept stalling. ¿all became stuck¿ and the burr catheter and wire were removed together via ¿manual extraction.¿ upon removal, a large perforation was discovered and the patient was sent to the or. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The console was tested using a rotalink 1.75mm burr. The console functioned properly. It did not exhibit any tendency to stall and maintained the rotational speed as expected. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-06670, 2134265-2013-06673 and 2134265-2013-07228. It was reported that the burr became stuck in the lesion and a perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 325cm rotawire, a 1.25mm rotalink burr and a rotablator advancer were selected to treat the lesion in conjunction with the rotablator console. During the procedure, it was noted they were unable to attain the desired rpms and the device kept stalling. ¿all became stuck¿ and the burr catheter and wire were removed together via ¿manual extraction.¿ upon removal, a large perforation was discovered and the patient was sent to the or. No additional patient complications were reported.